Manufacturer narrative:
Device evaluation: result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5254626. This lot was built from september 15, 2015 thru september 16, 2015. There were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Bd received 37 unused representative iag/bc 24ga units in sealed packaging from the lot number 5254626. A visual/microscopic examination was performed. It was observed that there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. A functional test (needle retraction) was performed. The hub twist test (to break tip adhesion) was performed and then the button was depressed. The needles retracted into the safety barrels, meeting no resistance. Conclusion - the defect of needle retraction failure was not confirmed. The returned units provided for evaluation met manufacturing specification in relation to needle retraction. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4).

Event description:
It was reported that when the button on the suspect device was pushed, the needle did not retract.